Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Post market vigilance (pmv) led an evaluation of two endo gia* ultra universal 12mm single use instruments. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a laparoscopic anterior rectal transection, the surgeon tried staple using three handles and different reload but the devices did not fire. No reinforcement material was used. Surgical time was extended by 30 minutes or more. Another handle and reload was opened to resolve the issue. No other patient adverse events were reported. The patient is alive with no injury.